Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp flex with smartassist section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The user facility reported a patient with a history of mixed cardiomyopathy was implanted with an impella rp for mechanical circulatory support, and three days after start of support, the patient developed bleeding from the access site, mouth, and nose. Bivalirudin was withdrawn in response to the bleed, and support remained ongoing following the intervention. However, three days thereafter, the impella rp had a "dramatic" decrease in flows. The pulmonary artery pressure was increased on the automated impella controller, and the flows became less than 1.0. Discussion was made regarding possible clot entrainment (no information at hand confirming however) as patient was off anticoagulation. The decision was made to explant the device which was successfully completed. The patient's outcome was noted as stable.

Manufacturer narrative:
The investigation into access site bleeding, vascular damage - peripheral vessel, and low pump flow has been completed. Based on limited clinical details and product not being returned, the root cause of the vascular damage and access site bleeding could not be determined. Product was not returned for investigation. Data logs were investigated, and as reported, the low pump flows were confirmed on 10/30. Leading up to the decrease in flows there are two clear motor current spikes and speed deviations without any change in p-level. This is followed by a step-wise increase in purge pressure up to 800 mmhg and drop in purge flows without triggering any purge alarms. For these reasons, the failure mode was changed from low pump flows to placement signal issues. Based on data logs, the root cause of the placement signal issues was determined to most likely be dp sensor drift.